Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The patient was quite distressed and noticed that there was fresh blood on the long line dressing. On inspection the nurse noticed that the line where the larger lumen joins the smaller lumen at the base had partially snapped. Pressure was applied with gauze, the line was then removed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence